Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed due to lack of sample. A batch review was performed on the given lot number with no issues noted. Based on the information gathered during baxter's investigation, the root cause of the report was use error; the patient stacked solution bags on top of each other during therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient's mother emailed baxter's corporate mailbox to report problems with the luer cassettes. The patient extension on the cassettes was leaking. Product surveillance contacted the caregiver (cg) regarding the reported condition. The cg stated she places the heater bag and the supply bag on the heater while priming the patient line. The cg was instructed to have the heater bag only on the heater while the patient line was priming. The cg was advised to call in to technical services if the patient line continued to over prime. There was no patient injury or medical intervention reported.